Event description:
It was reported that during the procedure, the right ventricular (rv) lead exhibited loss of capture due to high capture threshold. Furthermore, the rv lead exhibited high pacing impedance and sensing issue. The rv lead was stuck in septum and was capped. The procedure continued with the new lead implanted.